Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced swelling and skin overgrowth on the abutment. The patient underwent a procedure to remove the excess skin on (B)(6) 2014 and was treated with corticosteroids and antibiotics (specific duration and dosage not reported). The implanted device remains.